Event description:
It was reported that during a unk procedure, the blade of the device was broken. The broken part was black because of the smoke. Change to another one to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis showed that the device was returned with the distal tip of the blade broken off. The remaining blade portion was scratched. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor balde damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.